Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the suture breakage and anchor breakage. It was reported that during a hip arthroscopy, after implanting the 1st anchor, tightened the suture, the anchor was pulled out and the suture was broken (as the photo shows). Changed another anchor, the anchor was broken off (as the photo shows), removed all the pieces from the patient. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it appeared that the anchor was not seated properly during tightening the suture. It was not clear to see the condition of the suture, but it appeared to be frayed. The photo provide evidence of the failure reported into device, therefore this condition reported can be confirmed. Hands on analysis should provide more evidence to be able to discern a root cause, but possible hypothesis could be that the user used snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The damage on the suture can cause that the anchor was pulled out. However, it cannot be conclusively affirmed. A DHR review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem a manufacturing record evaluation was performed for the finished device lot number: 6l80709, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a hip arthroscopy procedure on (B)(6) 2021, it was observed that the anchor pulled and the suture broke after implanting the first anchor device and tightening the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.